Event description:
The recanalization guidewire could not be made a cross a chronically occluded lad lesion using balloon and wire technique. As the wire was removed, the wire fractured and separated in the aorta leaving approx. 10cm in the ascending aorta while remaining lodged in the lad. Attempts to retrieve the wire with a catheter and snare were not successful. Coronary artery bypass surgery was performed to extract the wire fragment and to bypass his lad and circumference coronary vessles. The wire was extracted uneventfully.